Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked select button keypad overlay, missing display window cover, pillowing keypad overlay, cracked battery tube threads and cracked case near the corner of belt clip rails during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.3 mv). In summary, pump passed all required testing. Unable to verify customer alleged for low bg. The force sensor is within specification. Cosmetic damage was confirmed at battery tube threads and case near the corner of belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, damage (physical or cosmetic). The customer reported blood glucose value of 21 mg/dl. The customer reported hypoglycemia treated with ems/ambulance/ER visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040a, mmt-332a, unomedical, mmt-1884l. Customer reported low bgs. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1884l was requested and customer response was the device will be returned. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event.

Event description:
Customer reported the pump having a crack from the top of the battery cap to the bottom of the pump and around to the front of the pump. Customer said the crack was there before or at the time of the low. There was no damage to the retainer ring. The low was on (B)(6) 2024. Customer had passed out and was taken to the emergency room for a few hours. Customer declined troubleshooting for the low but did troubleshooting for the physical damage. Pump was used within 48 hours of the low. There is no mention of smartguard usage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.